Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were going to the bathroom a lot at night. The patient said this started after they had a myelogram on may 29th they think. Walked caller through connecting the handset and communicator to the implant. The patient was able to successfully connect and increase the stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.